Manufacturer narrative:
Testing of actual/suspected device (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. It was suspected the drive module was faulty. Another was installed into the standby iabp for further testing and the same issue was observed. Another drive manifold was order and installed. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), on cs300 intra-aortic balloon pump (iabp) the drive module was found to be leaking. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields; d1, g1, h4.

Manufacturer narrative:
The distributor's fse reported that the iabp unit was temporarily released to the customer after loaning a drive manifold from a standby iabp unit. The replacement drive manifold was received at a later date and repairs were completed upon installation of the new drive manifold. Subsequently, the fse completed all safety, functionality, and calibration tests, and all testing passed to factory specifications. The iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by the distributor's getinge trained field service engineer (fse), the drive module for the cs300 intra-aortic balloon pump (iabp) was found to be leaking. There was no patient involvement, and no adverse event reported.